Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they emailed in several data files showing intermittent alarm 77 (non-recoverable system error). A review of the data files showed chiller temperature (t4) thermistor dropping abruptly to 0c and causing the alarm. Discussed this was indicative of a failed t4 thermistor and the tank harness would need to be replaced. Per biomed via phone on 27jun2024, customer states that it was discovered that the tank harness needed to be replaced. They had ordered that part and will replace it. Once the harness is replaced, the device will be returned to service. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an open t4 thermistor. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they emailed in several data files showing intermittent alarm 77 (non-recoverable system error). A review of the data files showed chiller temperature (t4) thermistor dropping abruptly to 0c and causing the alarm. Discussed this was indicative of a failed t4 thermistor and the tank harness would need to be replaced. Per biomed via phone on (B)(6) 2024, customer states that it was discovered that the tank harness needed to be replaced. They had ordered that part and will replace it. Once the harness is replaced, the device will be returned to service. No patient involvement.